Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 37-year-old woman who underwent myomectomy in the hospital on (B)(6) 2024. The surgeon used vcp1345h to perform the muscle tissue sewing in the way of interrupted suturing. During sewing, the suture broke. The surgeon immediately replaced a new suture (with specific product information unknown) for sewing again. The subsequent operation went smoothly. This event resulted in wound oozing and an extension of the surgical time by approximately 10 minutes and no subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified the following information was requested, but unavailable: on what tissue was the suture used? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any unexpected outcomes or complications as a result of this event? Was the post-operative care changed due to this event? Please specify. --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue was the suture used? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any unexpected outcomes or complications as a result of this event? Was the post-operative care changed due to this event? Please specify.

Event description:
It was reported that a patient underwent a surgery for uterine leiomyoma disease on (B)(6) 2024 and suture was used. During the surgery, the doctor sutured the incision for the patient, but the suture broke and bleeding immediately became apparent. The patient has no discomfort. The surgeon replaced the suture and suture the wound again. Additional information was requested.